Event description:
It was reported to depuy acromed that a cage retropulsed from its original position, post-operatively. According to the complaintant, the cage retropulsed because the cage was not originally implanted with pedicle screw fixation. A revision surgery was required. During the revision surgery, the surgeon could not remove the cage due to the bone fusion surrounding the cage. The surgeon removed the back end of the cage that had retropulsed and left the remaining portion of the cage implanted because of the significant bone growth around the cage. There were no other adverse consequences to the patient.